Event description:
It was reported that "prepared by surgeon, not correct consistency, had to scrape out of bone. Called rep."

Manufacturer narrative:
Device not being returned. Internal investigation in process, but not yet complete.